Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference#: 1627487-2019-07657, related manufacturer reference#: 1627487-2019-07659. It was reported the patient experienced ineffective stimulation from the drg system. As such, the patient underwent surgical intervention on (B)(6) 2019 wherein the system was explanted and replaced with a scs system.

Event description:
Related manufacturer reference#: 1627487-2019-07657. Related manufacturer reference#: 1627487-2019-07659.